Manufacturer narrative:
Pleural embolism is a known, anticipated side effect associated with the zephyr valve treatment (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). In the liberate study (ide clinical study used to support PMA p180002's approval), no subjects experienced a pulmonary embolism during the treatment period (less than or equal to 45 days). Within the five year follow-up, one control subject experienced a pulmonary embolism within one year; two ebv subjects and one crossover subject experienced pulmonary embolisms in the third year; one ebv subject experienced a pulmonary embolism in the fifth year. The zephyr ebv system IFU specifically references pulmonary embolism as a known side effect of this procedure. The reported event aligns with the experience observed in the liberate clinical study and is an expected side effect of the zephyr valve treatment. The reported event was foreseeable and clinically acceptable in view of the expected patient benefit from the treatment.

Event description:
The patient had three zephyr valves implanted in the upper right lobe on (B)(6) 2023. On (B)(6) 2023 the patient was diagnosed with a pulmonary embolism and medication was started. Medication was discontinued in (B)(6) 2023. On (B)(6) 2024, a zephyr valve was removed and replaced. The patient had a second pulmonary embolism on (B)(6) 2024. Patient was put on long-term medication.